Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that a dissection occurred. Vascular access was obtained via the femoral artery. A percutaneous coronary angioplasty was being performed on a moderately calcified and moderately tortuous artery in the distal right coronary artery. A 2.50 x 38mm promus element plus stent was successfully deployed. Post dilatation, a proximal edge dissection was noted in the proximal part of the stent . To cover the edge dissection, a 2.50 x 16mm promus element plus stent was implanted proximal to the first stent and overlapping it. The patient was stable at the end of procedure.